Manufacturer narrative:
The failure investigation has been completed and the alleged issue of unexpected reset was verified. However the alleged load issue could not be verified.

Event description:
It was reported that the pump reset unexpectedly and the customer could not load a new cartridge on the pump. The customer's blood glucose level was 100's mg/dl. The customer will use manual daily injections for insulin delivery. A replacement pump was sent to customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.